Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (35 mg/ml at 17.477 mg/day), fentanyl (5800 mcg/ml at 2896.1 mcg/day), clonidine (2900 mcg/ml at 1448.1 mcg/day), and ketamine (12 mg/ml at 5.992 mg/day) via an implanted pump. On (B)(6) 2020, during the scheduled pump replacement procedure due to eri (elective replacement indicator), the hcp was not able to aspirate from the cap (catheter access port), so the pump connector portion of the catheter was replaced prophylactically during the procedure. No complaints or symptoms were reported by the patient or the hcp. The cause for the issue was not determined. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.